Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the output connector was broken and could not be connected. Additional evaluation findings are as follows: 1.) Front panel poor appearance noted. 2.) The report of front panel damaged was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A loaned device was returned to olympus for processing with a reported problem of "front panel damaged." There was no patient involvement, associated with the event, reported to olympus. Upon inspection and testing of the returned device, it was found that the output connector was broken and could not be connected. This report is submitted due to the finding that the output connector was broken and could not be connected, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 7 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was not determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.